Event description:
Patient representative reported that her mother had a venaseal procedure with physician in december. The patient representative expressed that a week after the procedure during the follow up appointment the physician confirmed with MRI that the venaseal seeped into the femoral artery. Patient representative wanted to know if there was a treatment recommended for this complication and a physician for a second opinion. No patient injury reported.

Manufacturer narrative:
Date of event: month and year valid. Implant date: month and year valid. If information is provided in the future, a supplemental report will be issued.